Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) replaced diluent lot number 3510540 with lot number 3510470. The fse primed diluent and sweep flow. Daily checks were within specifications. (B)(4).